Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited out of range impedances of greater than 3,000 ohms, high pacing thresholds and noise on the ra channel. A revision procedure was therefore performed. A lead fracture was noted, thus the lead was surgically abandoned and successfully replaced. No adverse patient effects were reported.